Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain and failed back surgery syndrome. The catheter was kinked and it was replaced (1998). The reporter did not remember the details of the issue. It was mentioned the patient had 3 separate issues in the past ranging from 1998-2005. No patient symptoms were reported. Additional information was requested from the healthcare provider (hcp) regarding device information, when the catheter kink occurred, troubleshooting performed, and if the cause was determined. If additional information is received, a follow-up report will be su bmitted.